Event description:
During a broncoscopy procedure, the sono ebus needle that was inserted into the pt's lung broke off. It was retrieved through the use of another broncospope device. This occurred while in the trachea and attempting to biopsy the trachea undersound. The needle broke off and was retained in the airway. It was retrieved with the use of another scope.